Event description:
It was reported that when doing a sensing test on an ipg (implantable pulse generator), the programmer locked up with an error code. When powered down and back up, the error cleared, but upon conducting the sensing test, the same error occured. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.